Event description:
The iab leaked. This was the only info at the time of the report. On 5/21/98, datascope rec'd the mandatory medwatch form from the user-facility; uf/dist report number 3901330000-1998-0006 and the following info was reported: the iab was inserted into the pt on 4/27/98. On 4/29/98, the iab ruptured. On 6/9/98, the following was reported to datascope: the "kinked catheter alarms" sounded from the pump. Then "gas leak alarms" sounded on the day of removal of the iab. Blood was then noted in the tubing. There was no pt injury or complication as a result of the event. The pt was discharged. [Event complications]: unk-reported 5/4/98; none-rpt'd 5/4/98; none-rpt'd 6/9/98. [Pt's current status]: discharged-rpt'd 6/9/98.

Manufacturer narrative:
Eval: the iab was rec'd intact for eval with the balloon completely unfolded. Visual examination revealed the entire extracorporeal tubing to be absent from the y-fitting. Underwater leak testing revealed no leaks in the returned portion of the iab. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta (after a lab extracorporeal tubing was attached to the y-fitting). The iab fully inflated and functioned normally when attached to the sys 97 iabp in the lab. No alarms were triggered on the pump. After 2 mins of pumping, an inflate/deflate chart was recorded. The chart confirmed that the balloon fully inflated and deflated satisfactorily at 100 and 140 bpm during lab iabp testing. Thus, lab examination revealed no defects in the returned portion of the iab. Probable cause of difficulty: it was not possible to determine the cause of the reported difficulty based on the event description and examination. A false balloon leak (indicated by the pump alarm) or excessive alarms may be attributed to one or more of the following: the pump detected condensation or blood within the line (perhaps from a previous balloon leak). There was a loose connection between the iab and the pump or between the pump and the safety chamber. Checking these connections may have alleviated the problem. The iab catheter kinked either within the pt or outside the pt. This kinking may have inhibited the flow of gas into and out of the balloon membrane during iabp causing the pump to sense a loss of gas. The pump needed servicing. Having the opportunity to have examined the entire balloon catheter may have provided some add'l insight into the encountered difficulty. Although conjectural, a leak in the unreturned portion of the device may have contributed to the reported leak alarms. (This follow-up MDR was mailed to the FDA on 7/8/98).